Event description:
It was reported that after changing supplies, the user experienced elevated blood glucose during work hours without access to backup supplies or a glucometer, and later reported a reading of 343 mg/dl while feeling unwell with a sinus infection; education was provided to use a flex pen with a two-hour pump disconnect and to continue monitoring. Symptoms included hyperglycemia with nausea and fatigue. Outcomes included no hospitalization and plans for continued monitoring and follow-up troubleshooting. Investigation included customer counseling, review of user-reported blood glucose, and remote troubleshooting guidance. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with potential contributing factors including intercurrent illness and recent supply change, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.